Event description:
It was reported that an x-ray indicated externalized conductors at two points on the lead. Electrical parameters on the lead were normal and the lead remained implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
.